Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("massive pelvic pain") and cervix carcinoma ("cervical cancer") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), cervix carcinoma (seriousness criterion medically significant), menstrual disorder ("blood clots the size of soft balls every menstruation 7 days each month"), urticaria ("hives"), alopecia ("hair loss") and weight increased ("weight gain"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, cervix carcinoma, menstrual disorder, urticaria, alopecia and weight increased had not resolved. The reporter provided no causality assessment for alopecia, cervix carcinoma, menstrual disorder, pelvic pain, urticaria and weight increased with essure (ess205). The reporter commented: event date was reported as (B)(6) 2006 (unspecified) . The patient was bed ridden with hives, cervical cancer, massive pelvic pain, hair loss and weight gain; symptoms have become unbearable. Consumer selected the seriousness criteria disability/permanent damage and required intervention ; however, she did not specify and/or assigned to one of the events in her narrative. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("massive pelvic pain") and cervix carcinoma ("cervical cancer") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), cervix carcinoma (seriousness criterion medically significant), menstrual disorder ("blood clots the size of soft balls every menstruation 7 days each month"), urticaria ("hives"), alopecia ("hair loss") and weight increased ("weight gain"). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, cervix carcinoma, menstrual disorder, urticaria, alopecia and weight increased had not resolved. The reporter provided no causality assessment for alopecia, cervix carcinoma, menstrual disorder, pelvic pain, urticaria and weight increased with essure (ess205). The reporter commented: event date was reported as (B)(6) 2006 (unspecified) . The patient was bed ridden with hives, cervical cancer, massive pelvic pain, hair loss and weight gain; symptoms have become unbearable. Consumer selected the seriousness criteria disability/permanent damage and required intervention ; however, she did not specify and/or assigned to one of the events in her narrative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.